Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by cloudy effluent. The cause and treatment were not reported. The patient was hospitalized via outpatient department (opd) due to cloudy effluent. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.